Manufacturer narrative:
Na

Event description:
It was reported that the ventilator shut down multiple times while connected to the pt. The device was on external battery power and sounded a power lost alarm. There are no reports of pt harm. The distributor was unable to duplicate the reported problem.